Event description:
In late 2008, a call was made to the home patient's (hp) nurse as a follow-up to a system error 2240 (air in line) alarm that occurred twenty four days prior. The nurse stated that the hp was being treated for peritonitis at the time of the 2240 alarm. The hp was hospitalized for five days in the month prior, for abdomina pain. The date of diagnosis for peritonitis was two days later, which is almost one month before the 2240 alarm. It was reported that there was a break in aseptic technique when the hp's catheter came apart from the transfer set. The date of this event was unknown to the nurse, and she believed this to be the cause of the peritonitis. The nurse was not sure if a cell count was performed. A culture was performed that day, and staphylococcus hemolyticus was identified. The hp was given ancef 1.5 grams beginning the same day (stop date unknown) and vancomycin beginning early in original month (dose and stop date unknown). The hp recovered from this peritonitis episode two weeks prior to original date. During an additional follow-up call to the hp's nurse in early 2009, the nurse indicated that the transfer set (lot number unknown) was not replaced as it just became loose and came apart as was earlier indicated. The nurse also indicated that the patient did return to the emergency room (ER) four days prior and was diagnosed with a recurring peritonitis. The hp was given vancomycin and fortaz (dosage, route, and regimen unknown) in the ER but was not admitted to the hospital. The hp was started on antibiotics (name, route, etc., not provided) in the dialysis clinic four days later, and is recovering, is doing well, and has been able to continue with his peritpneal dialysis therapy.